Manufacturer narrative:
A philips field support engineer (fse) visited the customer site. The fse reviewed the device logs, but they do not show a clear error pattern. The logs collected did not go back far enough for the event and were not recollected. When trying to further investigate the fse tried to log into the system configuration, but the device froze and needed to be restarted. The fse was unable to confirmed if the sound could be heard prior to the restart of the device. It was determined that a software reinstallation and software upgrade to 4.4.5 was required to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Reporting institution phone # (B)(4). Reporter phone # (B)(4).

Event description:
It was reported that there were no audible signals from the piic ix. The device was in use on a patient at the time of the event. There was no adverse event reported.